Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their previous device broke. They were having trouble with their blood pressure back in january and they leaned over to another room and fell on their butt. Patient stated they had pain in their down in their leg to their knee and right wrist until about 2 weeks later and it wouldn't stop. Patient said they called their doctor and the doctor told them it could be the device and they turned it off and the pain went away immediately. That's why they replaced their device.